Event description:
On (B)(6) 2015, the reporter contacted animas stating there was a line through through the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/13/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: the pump was returned; the display screen was found to be clear and legible. The reported issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.